Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range impedance. Physician decided to reprogrammed this lead to unipolar and then the impedance was within normal range. Reasonable evidence suggested that the out of range impedance was due to a lead fracture. A surgical intervention for the lead exchange was schedule. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event stating that the patient had a surgical procedure.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to out of range impedance measurements. A possible lead fracture was suspected. No additional adverse patient effects were reported.